Manufacturer narrative:
The device was received for evaluation. The visual inspection did not reveal the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, a foreign matter was observed on one unit of revaclear 400 dialyzer. The unknown black substance was flushed from the filter. There was no patient involvement. No additional information is available.